Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2003- patient implanted with a pelvic mesh device. On (B)(6) 2004- patient implanted with pelvic mesh device. On (B)(6) 2005- patient implanted with a pelvic mesh device. During one of these procedures, the patient was implanted with a bard flat mesh; the information in the attorney's report was limited and it is unclear as to which date the bard mesh was implanted. The attorney's report alleges pain, "pain and suffering", disability, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information and, if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event, and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will submitted.